Manufacturer narrative:
D10 concomitant products: egiauxl - egiauxl endogia ultra univ xl stapler, lot# p4d0926. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a roux-en-y bypass procedure, while firing across the small bowel, a big crunching sound was heard from the handle. Additionally, the staple line was bleeding more than normal. To resolve the issue, the surgeon had to use a diathermy hook to the oozing points of the staple line, which took 20 seconds.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one image of a staple line. Blood was pooling from the staple line. A grasping instrument was visible. The staple line could not be properly examined due to image quality. The returned reload was fully fired with the interlock engaged and the jaws were open. Functionally, the reload was loaded into a representative instrument. The interlock was overridden and the reload was cycled without hesitation or binding. The test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that there was staple line bleeding. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.